Manufacturer narrative:
Conjunctival roll can be a result of patient anatomy or loose conjunctiva due to improper docking and multiple docking attempts. As part of the onsite clinical applications specialist training, customers are instructed to attempt to re-dock if any obstructions are observed that will interfere with the laser treatment. However, there are patients whose ocular anatomy prevents the patient interface (pi) from sitting on the eye as expected when docked, which can result in conjunctival roll from multiple docking attempts. Based on assessment, the product met specifications at the time of release. The root cause of the incomplete flap can be attributed to the reported conjunctival roll. However, based on the information obtained as well as the aforementioned factors to conjunctival roll, including patient anatomy and poor docking technique, the root cause of the conjunctival roll cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported during creation of the right eye flap that the side cut was incomplete. The conjunctiva was reported to have rolled over the cornea supero-temporally. The side cut was noted to be incomplete at approximately supero-temporally and approximately one clock hour before the hinge. The surgeon unzipped the rest of the side cut and lifted the flap successfully. Forceps were then used to pull the flap superiorly towards the hinge in the area of the missing side cut. The flap bed quality was reported to be good and treatment was completed. The surgeon feels that the patient may be a good candidate for a topography guided lasik enhancement procedure.